Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their device had alarmed. Customer stated they performed a self test and the device passed. Customer's blood glucose level was 496 mg/dl at time of reporting. Nothing further reported.